Event description:
Caller alleged discrepant results with inratio versus lab. Inratio: 1.1, lab: 1.9. Test was not repeated because, the pt is consistently in the range of 1.9-2.2 and nurse didn't feel it was necessary, lab draw was done immediately after fingerstick, pt has been on a consistent 4ml dose of coumadin, no change in therapy, customer also reports an inratio 1.1, lab 2.33 result from (B)(6) which occurred right before a low battery message.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: (B)(6) 2009. Inratio: 1.1, lab: 1.9, mean: 1.50, confidence limits: 1.1-1.9. (B)(6), 2009. Inratio: 1.1, lab: 2.33, mean: 1.72, confidence limits: 1.2-2.3. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and lab values on (B)(6) 2009 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if meter is returned.